Event description:
On (B)(6) 2011 customer reported that the dxc 600 instrument generated multiple level sense errors, suppressed results when loading reagent, and suppressed control results on ast and alt. Customer ran calibration and recovered suppressed results and also ran quality control which was within range. Customer stated the errors occurred after the sample syringe and blade were replaced. The customer primed 10 times and noticed bubbles in the cartridge chemistry system reagent syringe, and a leak on the reagent tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that both reagent probes were leaking. Fse replace t-valve and reagent syringes. Repairs were verified per established procedures. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).